Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the emitter would not connect. The site had to cancel there three cases today, and the site performed a restart with no change. The emitter actually displayed faulted. Technical services (ts) was not able to replicate the issue. Everything was green connected and ready to go. Electromagnetic navigation interface unit (axiem) lights were 2 greens and the third one was off like it should be. Ts should have tested all of the ports but ts forgot since everything was green. Ts and the manufacturer representative tested port 1, and it was green and working as expected. Under standard profile in standard fess there were no instruments. They had to add the non-invasive patient tracker to standard profile. Only the head frame was added no other instruments. To help them out ts had the manufacturer representative add a profile for this specific doctor and add standard fess which then had most of the instruments the doctor would use in there procedure. Ts was requesting logs since ts and the manufacturer representative were not able to replicate localizer not connected and the electromagnetic navigation interface unit (axiem) amber light that was indicated as well. Ts was to send a patient tracker for the tracker that was not able to be used during the case since at the time of the ca lls there was not definite way to determine what the cause of the issues were. This occurred preoperatively, and there was a surgical delay of less than one hour. The surgery, imaging, and navigation were aborted. There was no reported impact to patient outcome. Additional information was received. The surgery was not aborted post incision or post anesthesia.

Manufacturer narrative:
H3, h6: no hardware parts have been returned for analysis. B17, c20, d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: the system was serviced in the field and technical services (ts) walked site through setting changes via phone. The medtronic representative (rep) did a system checkout and covered two cases and could not replicate the errors. No failure was found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.